Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the gear was blocked, seized and rough running. Therefore, the reported condition was confirmed. It was further determined that the reciprocator attachment was blocked. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from italy that the reciprocating saw attachment device did not work. It was not reported if the device was used in surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available. It was not reported if injuries, medical intervention or prolonged hospitalization occurred. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.